Manufacturer narrative:
Evaluation summary: one sample of device was received. An inflation/deflation test was performed. A visual inspection was performed and it was observed that the tube does present the notches under the cuff but are miss positioned thus the cuff does not inflate. A reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device cuff did not inflate. There was no patient involvement.